Manufacturer narrative:
Correction, h4: device manufacture date: 10/28/22 to 11/04/22. There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection ¿starting with a c¿. The infection was manifested by dizziness, stomach issues, and diarrhea. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified medication for the infection. The patient finished the medications for the infection, but they began feeling sick again. Pd therapy was ongoing, and the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
H9: correction/removal report number - 1019003-02/01/2023-001-r. Should additional relevant information become available, a supplemental report will be submitted.